Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio then completed other, unrelated, repairs to the device and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio downloaded the electronic patient records from the event and confirmed that the device powered off multiple times.  There were also many "low battery" events logged throughout the record; however, the cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would power off by itself randomly.  Medical personnel was able to restore power by manually powering the device back on.  There was patient use associated with the reported event.  The patient, a (B)(6) male, was being monitored and treated with the device when the reported issue was observed.   The patient did not survive the event. The customer, a paramedic and the quality improvement coordinator, advised that the device use did not contribute to the patient's outcome; however, no specific rationale was provided.